Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5098155.

Event description:
Additionally, patient reported via regulatory agency "concern with the product." Patient also reported via regulatory agency "severe night sweats", "could not sleep at all", "serious fatigue", "significant memory loss", "dark circles around their eyes", "lost sex drive completely", "implants making them sick", and ¿bii¿; these are not device related. Device has been explanted.